Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) units drive manifold test fail.

Manufacturer narrative:
Correction: in initial report in g6 (type of report) section by mistakenly mentioned as followup 30 days instead if initial 30 days. Updated data: b4, g3, g6, h1, h2, h11, b5, d9, h3, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions, health effect ¿ impact codes, health effect ¿ clinical code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e1 (initial rep name, emai), e2, e3, e4, d5, h2, h6 (medical device code, investigation findings, component code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 10 july 2025.the failure analysis and testing dept. Received part number 0104-00-0031 and 0160-00-0123 with a reported unit failure of horizontal lines on the screen and a manifold drive test failure.the fat performed a visual inspection and found pn 0160-00-0123 to have a bent and damaged frame. See attachment. This most likely is the cause of the screen issue.the fat installed 0104-00-0031 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the drive manifold test.retaining pn 0160-00-0123 in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.refer to CAPA 1406400 , for more information regarding additional investigation details.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement reported.